Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels up to the low 300s (mg/dl); however, no specific onset date was provided. Reportedly, customer uses humalog insulin in the pump cartridges, and noticed that their bg levels would increase on the 3rd day of supply use. Customer administered boluses to treat bg levels.